Manufacturer narrative:
The accu-chek inform ii meter + rf serial numbers are: meter 1 - (B)(6). Meter 2 - (B)(6). The customer stated the qcs were acceptable for both meters on the date of event. The customer is unsure if a different finger was used for the second meter testing. The test strips were requested for investigation, but have not been received at this time. If they are returned in the future, a follow-up report will be submitted. On a regular basis, inform ii test strips of lots currently valid in the market are tested as part of routine retention testing, and the results have passed the internal inspection.

Event description:
We received an allegation of a questionable glucose result from one patient tested with two accu-chek inform ii meter + rf meters (meter 1 and meter 2). At 8:44 am, meter 1's result was 513 mg/dl. At 8:57 am, meter 2's result was 187 mg/dl. Meter 2's result was deemed correct.